Event description:
The initial attorney report alleged abdominal pain/nausea/vomiting/additional surgery/explant. The following is based on the medical records provided by the pt's attorney: (B)(6) 2003 - incisional hernia repair with composix kugel mesh. On (B)(6) 2004 - repair of recurrent incisional hernia with composix mesh. There is no indication in the operative report that the composix kugel mesh, which was reported to the FDA in accordance with (B)(4) was excised. On (B)(6) 2004 - repair of umbilical hernia with flat mesh. On (B)(6) 2007 - repair of umbilical hernia with flat mesh. On (B)(6) 2007 - repair of an incarcerated ventral hernia with non-bard mesh and repair of a serosal tear. During this procedure the flat mesh used in the umbilical hernia repair was excised, the other previously placed mesh was noted to be intact and well peritonealized. On (B)(6) 2007 - repair of large recurrent ventral hernia with a collamend implant.

Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, review of the medical records showed there to be additional implants. The composix kugel mesh implanted on (B)(6) 2003, was reported to the FDA in accordance with (B)(4). The medical records refer to a composix mesh implant on (B)(6) 2004, however, there was no indication that there were any issues related to this device. The medical records refer to a collamen implant on (B)(6) 2007, however, there was no indication that there were any issues related to this device. There is no indication in the medical records provided that a device failure occured. It appears that the pt underwent repair of an incarcerated ventral hernia in the same area as her previously repaired umbilical hernia and during this procedure, the flat mesh used to repair the umbilical hernia was excised. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.